Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Base array. Stud on post is broken. While cutting distal femur, the robot was unable to pass checkpoint verification. Reregistered and made recuts after surgeon noticing the distal cut was deeper than planned. Was able to finish cuts. Upon cut completion, a 3-5 mm gap was noticed in lateral condyle. Augments were used to correct gap. After cuts were made, inspection of base array was made and noticed the proximal stud was missing causing the array to become loose.

Manufacturer narrative:
Follow-up #1 and final report submitted to update sections based on the results of investigation. Reported event: it was reported that the locking pin on the base array broke off. This was found intraoperatively and resulted in augments being added to the knee to ensure proper fit of the implant. The case was completed successfully. Product evaluation and results: visual inspection: visual inspection shows one of the two base array locking pins are missing. Dimensional inspection: dimensional inspection cannot be completed on the pin as it was not returned with the part. The hole has been damaged over time. Any inspection of the hole would result in a dimension that does not represent the original dimension. As such, dimensional inspection is not required. Functional inspection: functional inspection is not required as visual inspection confirmed the failure from the complaint. Material analysis was not completed since the pin was not returned. The material of the 440c was confirmed during inspection via material certifications. Product history review: review of the device history records indicate (B)(4) devices were manufactured and accepted into final stock on 01/04/2017. No non-conformance were identified during inspection. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 112227, lot number 19060116 shows 3 additional complaints related to the failure in this investigation. These complaints are: (B)(4). Conclusions: the failure mode was confirmed and matched the details of the complaint. No additional investigation is required. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
Base array. Stud on post is broken. While cutting distal femur, the robot was unable to pass checkpoint verification. Reregistered and made recuts after surgeon noticing the distal cut was deeper than planned. Was able to finish cuts. Upon cut completion, a 3-5 mm gap was noticed in lateral condyle. Augments were used to correct gap. After cuts were made, inspection of base array was made and noticed the proximal stud was missing causing the array to become loose.